Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log files spanned approximately 5 days (31dec2020 to 05jan2021 and 13apr2021 per the timestamp). A no external power alarm activated on 03jan2021 at 14:28 due to the rsoc and bus voltage diminishing to ~2.8v while the device was connected to the mobile power unit (mpu). This is consistent with the mpu losing power from the power cord disconnecting from the ac wall outlet or the mpu. The backup battery was able to provide power to device during the alarm. The alarm resolved shortly after reconnecting the power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4).

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown.

Event description:
It was reported that further review of the log file revealed no external power alarm on (B)(6) 2021 at 14:28 while the device was connected to mpu (mobile power unit). This is consistent with mpu losing power from power cord disconnecting from the ac (alternating current) wall outlet or the mpu. No additional information provided.